Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high threshold two months prior. Upon interrogation it was noted that the rv threshold was back within range. The rv lead remains in use. No patient complications have been reported asa result of this event.